Event description:
Revision of patellar and tibial component of right total knee replacement due to severe fragmentation and disruption of the patellar polyethylene button with sclerosis of the underlying patella. Additional follow-up reveals: the time of implantation is unknown. The patient is fine and has gone home.